Event description:
It was reported by the clinician that the tubing became unattached directly below the filter while inserted into a pt. As a result, another set was used. There were no pt complications reported.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.